Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was asked if another handpiece was used, however the customer stated it was unknown. The customer was provided with the test cable (#560084-001), and connector cable (# 3900) model numbers. The customer stated the cables will be ordered and the output verified. The customer was advised that if the outputs failed, the unit would need to be sent in for repair to olympus. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the operators were reporting poor/low output on the pk superpulse generator. The customer was requesting the part number for the test cable to verify the outputs. No reported patient harm. Additional information was received from the biomedical engineer at the facility. After the biomed acquired the test cable, it was found that at an output of 140w, the device was sending 131.6w, which was within specifications. The biomed was not sure that the user would be able to discern the difference. The device was being used for a cyst procedure and was used for the duration of the case and put aside once the procedure was completed. Patient demographics were unknown. The biomed spoke with other technicians and it seemed that the device did not fail, but rather was likely that the device was not performing as well as the user was expecting, potentially due to the disposable as well. It was unknown if the device was inspected before use by the operators, but the device was looked at by the biomedical engineering department in march and had checked out in all aspects. At this point, the device was not going to be returned to olympus, as the device was within specifications for power output and was likely just a user error. It did not appear the unit had ever been serviced by a third-party.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A DHR review was not performed as this device has been repaired before. A review of the previous service performed shows no abnormalities. The device was repaired accordingly and passed all functional tests. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the results are as follows: a test cable was then sent to the customer to perform tests. The tests found that when an output of 140w was selected the unit was sending 131.6w; however, this output is within specifications for the generator. The customer stated that the generator did not fail, it was performing as well as expected. The device is not going to be returned to olympus. Per the customer, the power specifications were within specifications and the reported issue was likely due to user error. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.